Manufacturer narrative:
Manufacture¿s investigation conclusion: the suspected outflow graft obstruction was not confirmed through this evaluation as no images depicting the obstruction were provided and no product is available for investigation. The submitted log files appeared to capture the pump operating as intended at the set speed. No notable events or alarms were observed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) no further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section further warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was a rapid response from an echocardiogram lab with complaints of severe chest pains and concerns of outflow graft obstruction. The log files noted no unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.